Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one retracted unit and its original packaging. The needle cover was not present. In addition, three photographs were also submitted which displayed similarities to that of the returned unit. Upon initial inspection of the unit no evidence of attempted venipuncture was found. It is noted that the unit has been opened and retracted. Further inspection of the black specks on the grip were performed. The black specks are on the outside and inside of the device and can be scraped off very easily. There are three specks along the grip with two on the inside around the points of the compressed fit. The spectral analysis shows that this material is most likely a polyamide such as nylon mixed with sorbitan monostearate. Nylon is found in the bottom clear webbing of the packaging. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process and equipment related issue for the reported defect. A definite source for the sorbitan however could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with foreign matter. There was dirt in the product. The following information was provided by the initial reporter: dirty in the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with foreign matter. There was dirt in the product. The following information was provided by the initial reporter: dirty in the product.